Manufacturer narrative:
The "issues after an MRI questionnaire" was reviewed. However, the incorrect questionnaire was completed at the time of the complaint submission. Potential causes of erosion are inadequate fixation, severe force applied to the implant, excessive twisting or stretching, off-label use and patient contraindications. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the fractured stimulator and erosion are unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. Although an infection was not confirmed, antibiotics were prescribed and an explant procedure was performed on (B)(6) 2022. During the explant procedure it was noticed that the lead was fractured. No further issues have been reported.